Event description:
It was reported that the defibrillation thresholds were high on the right ventricular (rv) lead. A new coil was added and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5076 implantable pacing lead, 4194 implantable pacing lead (B)(6) 2009. (B)(4).